Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The lesion was located in the iliac artery. The lesion details are unknown. The wanda 4.0x40mm balloon catheter was advanced to the lesion and inflated to 12atm and ruptured. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient status is reported as "fine". This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The most probable root cause is operational context as the performance was limited due to anatomical / procedural factors. (B) (4).